Manufacturer narrative:
One device was returned for analysis of error code 42221. Review of event log confirmed the complaint. Review of service history shows that this device was in for service on (B)(6) 2025 and is related to the customer stated problem. Visual and functional testing was performed. The reported issue was determined to be caused by a software problem. The reported issue was addressed by installing the software again.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported there was error code 42221, which is typically caused by a faulty downstream occlusion (dso) sensor or a defective mainboard. No patient harm was reported.